Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor, which was represented by malfunction code malf 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur following the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the caller acknowledged and understood.